Event description:
This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for (B)(6) in a (B)(6) male homechoice peritoneal dialysis (pd) patient. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed and was hospitalized for peritonitis. The cause of the peritonitis was unknown. A peritoneal effluent culture was performed which revealed (B)(6). It was unreported whether treatment was provided. On (B)(6) 2010, the patient was discharged from the hospital and was recovering from the peritonitis. It was unknown if pd therapy was ongoing.

Event description:
During evaluation of a returned homechoice device, a baxter technician found an increased intraperitoneal volume (iipv) event was found in the therapy logs that occurred on (B)(6) 2010 during cycle 3, drain volume 5824ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lots for the mini-cap (gd876482, gd875575) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.